Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The noted damage is consistent with unintended user error and the investigation did not establish a need for corrective action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they have 2 femoral trials, and 1 shim that all 3 have visible cracks. Central sterile is afraid bioburden will remain unconvinced cracks if not replaced. I have 3 items to return. All items are intact. Nobody was injured, and no case was delayed.